Event description:
At an unknown date, the patient was implanted with the gore excluder bifurcated endoprosthesis. At an unknown date, the aneurysm ruptured due to endotension. No further information was provided.